Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the clinical use of the system was unknown at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not powering on and the review module or the mpdu buttons were not working. During troubleshooting, fse found that issue was with the defective mpdu control board. Fse replaced the mpdu control board. After replacement, the system was returned to use in good working order. The defective part was returned for analysis and fuse burnt down was confirmed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not startup. No user or patient harm has been reported. Philips has started an investigation of this complaint.